Manufacturer narrative:
Testing of the device was conducted at the user facility by the field svc engineer on (B)(4) 2011. The device passed testing by delivering a dose when the pt pendant was pressed. The device was rec'd without a pt pendant. Testing was conducted using a test pendant. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the biomedical engineering dept with a report of the "pain button not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.